Event description:
It was reported that during use of the ht command guide wire, resistance was noted during advancement of the armada 14 dilatation catheter. Per report, "the device was gumming up." The armada dilatation catheter was then removed and resistance was noted during withdrawal. The devices were removed as a single unit. A second ht command guide wire was then advanced and resistance was noted as devices were advanced over it. The guide wires and the dilatation catheter were prepped per instructions for use (IFU) and there were no issues noted. There was no attempt to inflate the dilatation catheter. After the first armada 14 dilatation catheter was removed, a second armada 14 was used without difficulty over a new ht command guide wire. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The armada 14 referenced is being reported under a separate medwatch report.